Event description:
While waiting outside in the hallway outside of CT, alaris brain and 4 channels spontaneously shut down. This is an incident that occurred on an very unstable patient requiring vasopressor medications and requiring multiple blood transfusions. There was no immediate harm to the patient as the nurse was able to quickly manage the medications.